Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11dec2019. It was reported that advancing difficulties were encountered. The target lesion was located in the vertebral artery. A 4.0mmx15mmx90cm express vascular sd stent was advanced for treatment. However, it was noted that the tip of the device could not enter the vessel site. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.